Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that the handpiece phaco function did not work during the sculpt phase of the surgery. The handpiece was exchanged to complete the surgery. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).